Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) went onsite to evaluate the suspect device. The carefusion fsr confirmed no harm done to the patient. The fsr ran a performance test and the problem could not be duplicated. The patient circuit from the incident could not be found. The fsr ran the vent for more than thirty (30) minutes and the map (mean airway pressure) was very stable. The fsr reported the vent is running to manufactures specifications.

Event description:
The customer reported while using the 3100 high frequency oscillating ventilator (hfov), the map (mean airway pressure) was drifting up and down causing the max map (maximum map) to exceed and the min map (minimum map) exceed alarms to activate. The issue occurred during patient use. The patient was placed on another hfov. There is no report of patient consequence associated with the event.